Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, resulting in the battery gauge fluctuating. There was no reported adverse impact to the customer. Reportedly, customer reverted to a backup insulin pump for insulin therapy.